Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting far field p wave oversensing. Programming changes were recommended, but no interventions were reported. The patient was in stable condition.